Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 29-oct-2015. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dr never told me they could migrate') and device breakage ('coil appears broken') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), procedural pain ("15 minutes procedure took 2 doctors over a hour to implant. It was excruciating"), back pain ("severe back, leg and placement area pain"), pain in extremity ("severe back leg and placement area pain"), pelvic pain ("severe back leg and placement area pain"), pain ("pain"), migraine ("non stop migraines"), genital haemorrhage ("bleeding"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). The patient was treated with surgery (surgery for tube removal). Essure was removed. At the time of the report, the device dislocation, device breakage, procedural pain, back pain, pain in extremity, pelvic pain, pain, migraine, genital haemorrhage, adenomyosis and endometriosis outcome was unknown. The reporter considered adenomyosis, back pain, device breakage, device dislocation, endometriosis, genital haemorrhage, migraine, pain, pain in extremity, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one were described in social media: device dislocation. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information. There is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: information received via social media: new events - device breakage, bleeding, adenomyosis, endometriosis were added. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 29-oct-2015. The most recent information was received on 21-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dr never told me they could migrate, possibility of displaced essure coils.') And device breakage ('coil appears broken') in an adult female patient who had essure (batch no. A4264, 99214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity, headache, hypertension, migraine, cesarean section and nickel sensitivity. Previously administered products included for an unreported indication: citranatal. Concomitant products included ascorbic acid;ferrous sulfate;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate (vitafol), medroxyprogesterone acetate (provera), metronidazole (flagyl), minerals nos;vitamins nos (prenatal plus) and terazosin hydrochloride (terazol). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), procedural pain ("15 minutes procedure took 2 doctors over a hour to implant. It was excruciating"), back pain ("severe back, leg and placement area pain"), pain in extremity ("severe back leg and placement area pain"), pelvic pain ("severe back leg and placement area pain"), pain ("pain"), migraine ("non stop migraines"), genital haemorrhage ("bleeding"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis") and was found to have weight increased ("I put 10 pound"). The patient was treated with surgery (surgury for tube removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, procedural pain, back pain, pain in extremity, pelvic pain, pain, migraine, genital haemorrhage, adenomyosis, endometriosis and weight increased outcome was unknown. The reporter considered adenomyosis, back pain, device breakage, device dislocation, endometriosis, genital haemorrhage, migraine, pain, pain in extremity, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2015 to (B)(6) 2015. Number of proximal coils - left: 4, right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the right and left essure coils appear to be in good position. The micro-inserts location bilaterally is grade 2. On the right no contrast is seen beyond the level of the proximal end of the outer coil and on the left no contrast is seen extending beyond the level of the proximal end of the inner coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-may-2021: mr received. Reporter information, patient middle name, medical history, lab data, lot number, concomitant medications, rcc added. Product insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2129) on 29-oct-2015. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dr never told me they could migrate') and device breakage ('coil appears broken') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), procedural pain ("15 minutes procedure took 2 doctors over a hour to implant. It was excruciating"), back pain ("severe back, leg and placement area pain"), pain in extremity ("severe back leg and placement area pain"), pelvic pain ("severe back leg and placement area pain"), pain ("pain"), migraine ("non stop migraines"), genital haemorrhage ("bleeding"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). The patient was treated with surgery (surgery for tube removal). Essure was removed. At the time of the report, the device dislocation, device breakage, procedural pain, back pain, pain in extremity, pelvic pain, pain, migraine, genital haemorrhage, adenomyosis and endometriosis outcome was unknown. The reporter considered adenomyosis, back pain, device breakage, device dislocation, endometriosis, genital haemorrhage, migraine, pain, pain in extremity, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one were described in social media: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dr never told me they could migrate') and device breakage ('coil appears broken') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), procedural pain ("15 minutes procedure took 2 doctors over a hour to implant. It was excruciating"), back pain ("severe back, leg and placement area pain"), pain in extremity ("severe back leg and placement area pain"), pelvic pain ("severe back leg and placement area pain"), pain ("pain"), migraine ("non stop migraines"), genital haemorrhage ("bleeding"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis") and was found to have weight increased ("I put 10 pound"). The patient was treated with surgery (surgury for tube removal). Essure was removed. At the time of the report, the device dislocation, device breakage, procedural pain, back pain, pain in extremity, pelvic pain, pain, migraine, genital haemorrhage, adenomyosis, endometriosis and weight increased outcome was unknown. The reporter considered adenomyosis, back pain, device breakage, device dislocation, endometriosis, genital haemorrhage, migraine, pain, pain in extremity, pelvic pain, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were described in social midia: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event I put 10 pound was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.